Event description:
The physician used a cook endoscopy web extraction basket, during use, the basket wire broke. The pt went to surgery for removal of the basket and catheter. Several attempts were made in an attempt to collect additional info regarding pt impact. We are uncertain if the pt experienced any adverse effects due to this event/surgical removal.

Manufacturer narrative:
Evaluation: our evaluation was unable to confirm the reported observation. Several attempts were made in an effort to collect the affected device for evaluation and add'l info regarding this event. The add'l info and product were not received. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. A definitive cause for the reported observation was unable to be determined. Add'l details reparding use of the product were unable to be attained. We are uncertain if mechanical lithotripsy was performed while using the web extraction basket in this case. It is possible mechanical lithotripsy was being performed during use (the web-3x6 is a lithotripsy compatible extraction basket). The reported event of basket wire breakage is an anticipated outcome of mechanical lithotripsy for biliary stone removal. The instructions for use for the lithotriptor cables distributed by cook endoscopy indicate that basket wire fragmentation is a potential outcome. The instructions for use warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation is a possibility that may require surgical intervention. Prior to distribution, all extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.